Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) pump removed and replaced. The aus pump was explanted and a new pump was implanted. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to h2, h3, and h6: updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) pump removed and replaced. The aus pump was explanted and a new pump was implanted. Should additional information be received, a supplemental report will be submitted.